Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of a dislodged conductor wire to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the distal end. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The electrical continuity was performed and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed the cut and energy delivery tests. The instrument passed the jaw ceramic dot verification and ceramic dot swipe tests. The root cause of this failure is attributed to a component failure. Failure analysis also found a secondary failure of damage to the conductor wire¿s insulation. The electrical continuity test was performed and passed. A review of the logs showed the vse instrument (part #480422-01 / lot #m90200423-0113) was last used on (B)(6) 2020 during this reported procedure with system (B)(4). The vse instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the vse instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the wires of the vessel sealer extend (vse) instrument became exposed (where the instrument articulates on the patient end). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the nurse was not present during the surgical procedure, but she had asked the surgical staff, and they did not see any fragment(s) falling inside the patient during the surgical procedure. It is normal protocol for the surgical staff to inspect all instruments prior to use. There were no photographic images of the device or a video recording of the procedure. No patient-related information was available.